Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance of the device is affected.

Event description:
The hearing performance of the device is affected. The user's parents reported a deterioration in hearing since the last few weeks and reduced response to soft level sounds. A pressure bandage will be applied for a week. Then the clinic will perform new measurements and revert.

Manufacturer narrative:
Additional information: based on the received information from the field, a technical failure of the reference electrode seems likely. However, to determine an exact root cause device investigation would be necessary. No information on possible further proceedings have been received, despite requested.